Event description:
Patient reported they are not feeling stimulation on the right side from the waist down. They are still feeling stimulation on the left side. Patient has tried stimulation adjustments, but that didn't allow them pain relief. Technical services(ts) redirected patient to healthcare provider (hcp) for programming request. Patient didn't report fall/accident or trauma.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a complete investigation could not be conducted because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The information provided indicates the balloon was inflated prior to use and inflated properly. This means the balloon was intact and functioning properly prior to advancement down the endoscope accessory channel. The instructions for use (IFU) states, "once the balloon is endoscopically visualized in the duodenum, turn the stopcock to the open position and deflate the balloon." Prior to distribution, all fusion extraction balloon with multiple sizing are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt called in needing reprogramming because they could hardly feel on the right side, reporting the issue started around or after last september and previous programming did not help. Pt stated doctor advised to call medtronic another reprogramming, had someone come out before to program it twice, and already switched programs. Pt stated doctor advised calling for another reprogramming, had someone come out before to program it twice, and already switched programs.